Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported sensor blood glucose result of 435 mg/dl, professional meter result 125 mg/dl within 10 minutes. Reported no adverse even. A request was made for the return of the meter and strips, replacement sent.